Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and insulin delivery accuracy. A review of the pump history indicated that the pump emitted an empty cartridge alarm on (B) (6) 2010, after which insulin pump therapy was discontinued.

Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels.